Event description:
It was reported that the burr entrapment on guidewire occurred. Two 1.50mm rotapro catheters and two 330cm rotawires were selected for an atherectomy procedure in an unspecified lesion. The first guidewire was inserted into the patient and the first burr was loaded onto the guidewire until the hemostatic valve in order to proceed to the draw test. The speed was increased from 160000 to 180000 rpm and at that time, the guidewire broke outside the patient, between the distal part of the burr and the hemostatic valve. The part of the guidewire remaining in the patient has been successfully removed from the patient since a part were reachable in front of the hemostatic valve. The second rotawire was inserted into the patient and an attempt to load the same burr was performed; however this attempt failed. The second rota burr was the selected. The draw test was successful and rotablator procedure was successfully achieved. During the dynaglide process, both the guidewire and the burr were withdrawn from the patient stuck together. There were no patient complications and the patient's status is okay.

Event description:
It was reported that the burr entrapment on guidewire occurred. Two 1.50mm rotapro catheters and two 330cm rotawires were selected for an atherectomy procedure in an unspecified lesion. The first guidewire was inserted into the patient and the first burr was loaded onto the guidewire until the hemostatic valve in order to proceed to the draw test. The speed was increased from 160000 to 180000 rpm and at that time, the guidewire broke outside the patient, between the distal part of the burr and the hemostatic valve. The part of the guidewire remaining in the patient has been successfully removed from the patient since a part were reachable in front of the hemostatic valve. The second rotawire was inserted into the patient and an attempt to load the same burr was performed; however this attempt failed. The second rota burr was the selected. The draw test was successful and rotablator procedure was successfully achieved. During the dynaglide process, both the guidewire and the burr were withdrawn from the patient stuck together. There were no patient complications and the patient's status is okay.

Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotapro plus device along with the returned rotawire in the device. The advancer unit and burr unit were received together. The rotawire was removed from the device. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed by using a test .009 rotawire. The rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.